Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 presented with flap displacement noted on (B)(6) 2018. Patient complained of intermittent right eye discomfort and light sensitivity but good vision. Doctor suspected eye rubbing caused the symptoms. A flap lift/rinse/ stretch was performed and topical steroid dosage was increased. Patient comments were good vision and acceptable comfort after flap lift and that light sensitivity has not increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20, -3.75 x-0.75x 6; left eye pre-op 20/20, -4.00 x 0.00x 90, bcva from (B)(6) 2018: right eye post-op 20/25 (plano), .00x.00x 90; left eye post-op 20/25 (plano), .00x.00x 90. This report is for the femto laser equipment. A separate report will be submitted for the visx laser equipment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.